Manufacturer narrative:
(B)(4). The customer did not return a sample for evaluation. The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
Baxter received notification (B)(4) of an unknown number of evacuated containers - 1000ml in which a vacuum loss was observed. According to the report, during a paracentesis procedure, there was no vacuum from the bottle when the drainage tube was inserted. This also happened with several other bottles from this same lot. When a new lot of bottles was used no problems were observed. The condition occurred during patient use. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Samples are reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is pre-amendment; therefore, it does not have a us 510k number.